Manufacturer narrative:
October 14, 2011: this event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt was admitted to the hospital on (B)(6) 2011 for frequent shock therapies. When the ICD was checked, inappropriate shocks due to noise were considered. Lead impedance was under 200 ohms. Since lead failure was suspected, lead replacement was scheduled on (B)(6) 2011. Lead replacement was operated but lead around suture sleeve was visually inspected and no fracture was observed. The isoline lead 2cr6 s/n (B)(4) (#MDR 1000165971-2011-00333) remained implanted upon physician's decision. The ICD was also replaced at the same time and returned for analysis. A new lead was implanted with a new ICD.